Manufacturer narrative:
No remedial action as no product related issue was determined. The non-integration / loss of osseointegration / removal / fracture are known inherent risks of the treatment with dental implants. The manufacturers trend analysis confirms that the reported failure rates associated with its dental implants is below the expected failure rates for this treatment as published in the scientific literature. [(B)(4)].

Event description:
This report summarizes 20366 reported events. This includes: age range: 10 to 92. Gender breakdown: female: 7685, male: 8647, asked but unknown: 4113. These adverse events cover recognized complications of treatment with endosseous implants such as the loss of or failure to osseointegrate, removal or fracture of endosseous implants.